Event description:
It was reported that the device was not providing an image. No patient injury or complications were reported.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the device was not providing an image. A visual inspection was performed and showed the device has been used in the field. There is severe distal tip damage. This is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.